Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found two occurances where there was a low signal due to a bubble which resulted in an undermeasurement. These occurances will be monitored and tracked. All other occurances were within specifications and no problems were detected.

Event description:
It was reported that kit tablet had incorrect dosing recording. This occurred on 8 occasions. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(4). It is reported customer experienced inaccurate dose recording. Verbiage received, - "dose mismatch, sensor # 9221; case ID: (B)(4), 11:52 - propofol -given 200mg, recorded as 225mg; 12:02 - cefazolin -given 1000 mg, 12:02 - cefazolin -given 1000 mg, 14:19 - fentanyl -given 50mcg. Sensor # 9171; case ID: (B)(4), 16:21 - propofol -given 200mg, 16:21 - vecuronium bromide - given 7mg, 16:30 - cefazolin -given 1000 mg ( total 2000mg), 17:07 vecuronium bromide - given 3mg."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that kit tablet had incorrect dosing recording. This occurred on 8 occasions. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(4). It is reported customer experienced inaccurate dose recording. Verbiage received, - "dose mismatch. Sensor # (B)(4); case ID: (B)(6). At 11:52 - propofol - given 200mg, recorded as 225mg. At 12:02 - cefazolin - given 1000 mg. At 12:02 - cefazolin - given 1000 mg. At 14:19 - fentanyl - given 50mcg. Sensor # (B)(4); case ID: (B)(6). At 16:21 - propofol - given 200mg. At 16:21 - vecuronium bromide - given 7mg. At 16:30 - cefazolin - given 1000 mg (total 2000mg). At 17:07 - vecuronium bromide - given 3mg".